Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Further information requested but not received. Weight of the patient. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation approximately on (B)(6) 2019. Patient initially thought the problem was with charger and did not charge the device for over a month. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. As a result patient may be awaiting surgical intervention at a later date.